Manufacturer narrative:
The suspect device has not been returned to olympus for evaluation. The investigation is in process. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during an unspecified therapeutic procedure, the physician replaced the tjf-q290v endoscope with a jf-260v scope. After the procedure, the patient returned to the ward and reported he felt uncomfortable and the distal cover came out on exhalation. It is unknown if the distal cover was in the patient's mouth or esophagus. It is unknown when the distal cover fell into the patient but the customer stated the presence or absence of the distal cover was not confirmed during the case. No cracks were in the distal cover. This event includes 2 reports. (B)(6) is for the distal cover. (B)(6) is for the tjf scope. This report is 2 of 2 for (B)(6) is for the tjf scope.

Manufacturer narrative:
This supplemental report is being submitted to provide the manufacturing dates for sn (B)(6) and sn (B)(6) . The dates are as follows: sn (B)(6): 09mar2022, sn (B)(6): 25mar2021. This supplemental report also includes information added to g2 and h6.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation and the results of the device history records (DHR) review. New information added to the following fields: h6, h10. The DHR for this device were reviewed and all records indicated the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. A definitive root cause was not identified. Based on the available information, the legal manufacturer determined the probable cause of the failure is likely due to usage. The distal cover was not cracked or damaged; not attaching the distal cover properly to the distal end may have led to falling-off of the distal cover. As far as the device is used in accordance with the operation manual, there may be no possibility of falling-off of a distal cover in the condition of no corruption. The instructions for use could have prevented this event: suggest the user to check the attachment condition of the distal cover (maj-2315) after reviewing the tjf-q290v operation manual ¿chapter 3 preparation and inspection/3.5 attaching accessories to the endoscope¿ and maj-2315 instruction manual ¿chapter 7 operation/7.3 attaching the distal cover¿. Olympus will continue to monitor field performance for this device.